Event description:
Note: this report is filed based on a preliminary internal eval of a software anomaly which was detected in-house (no associated clinical site or user report). Reference image appears shifted when portal image with x-ray receptor angle is saved as reference after applying filters.

Manufacturer narrative:
The preliminary investigation indicates this issue happens when a v4.1 image (portal or saveasref reference image) is filtered in v4.2. The preliminary root cause is attributed to an incompatibility between/in the interpretation of the x-ray receptor translation between r4.1 and r4.2. For 4.1 images, an anomaly was detected, which indicates the x-ray receptor translation must be written and interpreted in the gantry coordinate system and no in the image plane coordinate system. The anomaly was fixed in 4.2, but the application has inherent knowledge that, for 4.1 images, the x-ray receptor translation must be interpreted to be in the image plane. This requires that the application can clearly distinguish the software version, where an image was acquired. This info is stored in a private attribute. Hence, when a 4.1 image is filtered, a new version of the image is created and due to a suspected anomaly, the private attribute containing the software version is not copied to the new image version, and the software version where the image was acquired is lost. Then the x-ray receptor translation is interpreted as in a 4.2 image, which leads to the observed shift. Further eval and investigation is on-going. This report is filed due to the potential for mistreatment or serious injury should such an image shift occur without being noticed by the user. We became aware of this matter on (B)(4) 2011 and are mailing this report on (B)(4) 2011.